Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms were observed and resulted in the activation of the lss feature. Additionally, lead to device header connections were verified to be appropriate and the root cause was not determined.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was noted to be pacemaker dependent. The noise was able to be reproduced with patient isometrics. Additionally, review of stored device memory noted that the lead safety switch (lss) had been activated five days post device implant due to an out of range pacing impedance measurement. The patient had been lost to follow up for a year. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.